Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient age is not provided / unknown. Patient weight is not provided / unknown. Initial reporter¿s email address is not provided / unknown.

Event description:
Doctor indicated that the threads of the hc455 healing collar are cross-threaded and that it was impossible to screw it into the implant. Thirty minutes of delay in the procedure. Procedure was completed. No patient impact.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: method code was updated to 3331 and 4109. H6: results code was updated to 180 . H6: conclusions code was updated to 4307. The reported device was received for evaluation. The reported condition of the threads of the healing collar are cross-threaded was confirmed. Visual evaluation of the as returned product identified signs of damage at the healing collar threads. The engaging threads are especially compressed and contain some debris. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.